Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00203. The patient had 4 leads (3 from lot ab2105 and 1 from lot ab2135) implanted as part of his axium neurostimulator system. It was reported the patient suffered a fall and his leads had migrated. Surgical intervention was undertaken on (B)(6) 2017 and all 4 leads were explanted and replaced.